Event description:
The user facility reported that the physician was treating an occluded superficial femoral artery (sfa) stent in the right sfa via left common femoral access. A 7fr destination sheath was used. To treat the occluded stent, the physician placed a 6mm spiderfx wire into the popliteal artery and used jetstream. After plastying the artery, it was decided to extend the existing stents into the distal sfa with a 6mm x 150cm misago stent. This was done over the spider wire due to some clot seen in the artery. The misago stent was successfully deployed and plastied with a 6mm crosstella balloon. The physician decided to use a 5fr x 100cm glidecath to try and re-capture the spider filter wire because of the debris and clot believed to be in the basket. The physician was unable to completely capture the spider wire basket within the glidecath and attempted to pull the system through the stents partially uncaptured. It is believed that the spider wire filter basket caught the misago stent struts in two different places, causing the misago stent to bunch up and fold on itself. The physician was able to pass a 0.035 navicross past both mangled parts of the misago and stent open the misago with a 6mm x 100cm viabahn stent. The physician used ivus imaging post viabahn placement and deemed that the artery looked good, and no further intervention was needed. No hematoma or perforation of the artery was believed to have occurred due to the issue. The patient remained stable throughout, and the procedure was a success. The event occurred intra-operatively. The procedure performed was a right lower extremity (rle) angiogram with intervention. The reported blood loss was none. This was a temporary issue, with no injuries to the patient. Medical or surgical intervention requires the placement of a covered stent within the misago. Additional information was received on 12 may 2025: the physician accessed the left common femoral artery (cfa) and was treating the right sfa.